Manufacturer narrative:
Additional information received per the medical records indicate that the filter was deployed via the patient's right femoral vein. It was placed below the renal veins.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava and migration of the entire filter other than to the heart. The patient became aware of the reported events eleven years and one month after the index procedure. The patient has also experienced mental anguish and unexplained weight loss (43 pounds).  As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter was implanted via the right femoral vein and was deployed below the renal veins. Approximately eleven years and one month after the implantation, the patient became aware that the filter strut(s) had perforated outside the inferior vena cava (ivc) and had migrated to a non-cardiac location. The patient further reported mental anguish and unexplained 43-pound weight loss. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported weight loss experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. Describe event or problem: as reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, filter perforation. As a direct & proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The patient is reported to have had a perforation; though this could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: filter perforation. As a direct & proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.